Manufacturer narrative:
Result other = catheter.

Event description:
It was reported the pt experienced an increase in tone, seemed to be falling down, and not as steady as he used to be. An x-ray was taken, but showed no obvious problem with the catheter. A baclofen assay level was done with the cerebral spinal fluid and it showed that none was defected. During surgery to replace the catheter, it was observed that the catheter had actually broken at the spinal site. After implanting the new catheter and verifying a retrograde flow of cerebral spinal fluid, it was attached to the existing pump. A follow-up report will be submitted if additional info becomes available.